Event description:
It was reported that the autoclavable camera head displayed an error e226. The issue was found during sedation of a therapeutic laparoscopic cholecystectomy, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.